Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Not in manufacturing mode. Unit passed displacement test and self-test. Unit was received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No button keypad anomalies noted. Unit was received with minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. Troubleshooting for button error/keypad anomaly was performed. Customer's blood glucose was 342 mg/dl at the time of the incident. The customer stated that they were delivering bolus when the keypad became unresponsive and the numbers were ramping on their own without input. The customer also stated that the insulin pump was also not exposed to change in altitude. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.